Manufacturer narrative:
Product investigation is in progress.

Event description:
Small piece of rope broke off [device breakage] case narrative: consumer reported via phone that a small piece of the tampon rope broke off. No injury reported.

Event description:
Small piece of rope broke off [device breakage]. Case narrative: consumer reported via phone that a small piece of the tampon rope broke off. No injury reported.

Manufacturer narrative:
Product investigation is in progress.